Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt's mother contacted lifescan (lfs) alleging that the pt's one touch ultralink meter was reading inaccurately erratic when performing consecutive blood glucose tests. The medical surveillance specialist (mss) spoke with the reporter in the same month, and obtained the following info. The pt's mother reported that the alleged inaccuracy began approx 5 weeks prior to contacting lfs. The reporter claimed the pt was obtaining consecutive blood glucose readings with the subject meter that were greater than 100 points apart. On unspecified dates/times, the pt's mother claimed that the pt obtained blood glucose readings of "454 and 130 mg/dl", "26 and 125 mg/dl", and "366 and 203 mg/dl" with the subject meter, performed less than 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The pt's mother reported that the pt tests 4x/day (before meals) and manages his diabetes with insulin (adjusts based on carbohydrate intake and blood glucose). As a result of the alleged issue, the reporter stated that the pt would take the average of the results obtained (if he tested consecutively) and would adjust his insulin accordingly. Approx 1 or 2 weeks prior to contacting lfs, the pt's mother stated that the pt began to feel weak, short of breath, and began to vomit. At the onset of symptoms, the pt tested with the subject meter; however, the reporter did not recall what reading was obtained with the subject meter. In response to the symptoms, the reporter took the pt to the ER and claimed he was diagnosed with dka. The reporter did not recall what the pt's blood glucose was when tested with the hospital meter. The reporter confirmed the pt was hospitalized overnight and treated with insulin (type and does unk) and IV fluid. The reporter also mentioned that a week prior to this incident, the pt had just been discharged from the hospital for the same reason. The reporter did not recall the results obtained with the subject meter prior to being hospitalized. At the time of troubleshooting, the customer care advocate (cca) noted that the pt was using the correct testing technique. The reporter did not have control solution to test the reported product. This complaint is being reported because the pt's mother claims the pt was treated by an hcp for hyperglycemia after the alleged meter issue began.